Manufacturer narrative:
Patient experienced a fever and abscess on thighs from laser treatment with the sculpsure. Treatment parameters were not within clinical guidelines and the sculpsure device is currently not indicated for application on the thighs. Patient was given augmentin and pyostacine as preventative care medication. The patient also had medical intervention as it was under the care of it's physician. The device was evaluated and operated as intended. This is a reportable incident because the patient had medical intervention.

Event description:
Patient had medical intervention from a laser procedure on the thigh region.